Event description:
During use of the device for a vein harvesting procedure, the user reported that it was difficult to get a good tunnel when using the harvester. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the pt as a result of this event.